Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a derailed grip cable from its normal position at the distal end. The instrument failed the intuitive motion test. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The complaint regarding the wire mechanism was confirmed by failure analysis. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for [isifa2024-09-c or other applicable field actions], as previously listed in section h9.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.